Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue with the infusion set as her cannula did pierce her skin, but then the cannula slipped out and she did not notice it until they removed the infusion set. Due this issue, she experienced high blood glucose level, which they tried to treat it with a bolus via the pump and got administered with 26 units of insulin. Therefore, on (B)(6)2023, the patient was hospitalized due to high blood glucose level. Her highest blood glucose level was 600 mg/dl and had ketone level which was assessed as dangerous/life threatening by the health care professional. Moreover, the infusion set had been used for 2 days. Further, she was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6)2023, the patient was released from the hospital and currently, her blood glucose level was 108 mg/dl. No further information available.